Event description:
The quick connect did not appear damaged before leaving for transport with patient. It was fine until respiratory therapist (rt) unplugged it from the oxygen source and the thing completely came apart. The green plastic piece came apart from the big silver piece. This time was removed from service and another quick connect was obtained. There was no harm to the patient.

Manufacturer narrative:
The chemetron oxygen adapter is a fitting intended to be used as a connector between and oxygen hose and the oxygen source. This product is not a medical device as defined in 21 cfr 820.3. Amvex qa were informed of the incident from user facility regarding amvex¿s ohmeda adaptor. After contacting the user facility they stated that the product involved in this incident is the oxygen chemetron adapter and not the ohmeda adapter as originally reported. They also stated that the chemetron adapter is attached to an oxygen gas hose and can be attached and detached on other hoses as required. The amvex adapters are built to withstand 2300 psi (46 times the normal pressure) and thus are proven to be strong and functional under normal use. The investigation into the returned product showed that the base of the chemetron adapter had abrasion and impact marks indicating the product was probably knocked, dropped on the floor or otherwise mishandled by end user. Prior experience with adapters attached to the end of hoses has shown that users can be prone to dropping hoses on the floor and thus damaging the attachments or end fittings. Based on email from user facility ((B)(6)) received on (B)(6), the user facility stated that the patient was not affected by this incident. The medical devices that connect to the adapter are fitted with various features to ensure proper delivery of medical gas (in this case, oxygen) to the patient. The likelihood of serious injury to a pt is remote. Ventilator alarms such as low pressure and low oxygen are common place and oxygen saturation monitoring is the standard of care as a further back-up in this patient scenario.